Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, that the stent moved on the balloon. The mildly calcified and moderately tortuous 80% stenosed lesion was located in the middle left anterior descending (lad) artery. The lesion was not predilated. The physician attempted to place a 4.50 x 24mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the physician attempted to remove the stent, it became stuck at the lesion and moved on the balloon. The physician used the stent balloon to deploy the stent at the proximal lad. The physician used another stent to complete the procedure. Pt status is stable.

Manufacturer narrative:
Device analysis- the stent remains implanted the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is an further relevant info from this review, a supplemental medwatch will be filed.